Event description:
It was reported that the customer dropped the hard paddles, and the adult plate attachment broke. As of result, the device would not charge.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement adult plate attachment. The replaced plate attachment will not be returned for evaluation. The root cause for the reported event has been determined to be user abuse.